Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope had foreign matter on the forceps elevator and residual liquid on the distal end. A root cause could not be identified. Based on the results of the investigation, the investigation findings did not lead to a clear conclusion about the cause of the reported event found during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign object on the scope forceps elevator and residual liquid on the distal end. There was no patient involvement.